Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 pockets in rows b and c was not detected on bus. A field service engineer removed all cubie pockets and thoroughly cleaned debris and foil from inside the cubie trays. All trays were cycled, and initially, all rows were detected in main drawer 3. However, after a reboot, the rows disappeared. The row board cable was replaced, restoring pocket detection in hta. Upon another reboot, rows a and c were missing in med application. The fse then replaced the retractor band cable and retested medapp successfully recognized all pockets in drawer 3. The same cleaning and cycling process was performed on main drawer 6, resulting in full row detection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.